Event description:
Caller reported a malfunction on the pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer followed instructions provided by technical support to reset the pump, and the malfunction did not recur. Customer may continue to use the pump and was advised to call back if any malfunction code reappears.